Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a code that indicated the battery was depleting. Premature battery depletion was suspected. It was further noted that the shock impedance was slightly high at 140 ohms. Technical services (ts) was consulted and discussed possible reasons and options. A replacement procedure was performed. During the procedure the physician opted to re-tunnel the electrode with a new electrode. Subsequently the existing electrode was cut during explant and removed. It was noted there was no removal difficulty of the electrode, this physician chose to cut the electrode for his own comfort. The s-ICD was successfully explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a code that indicated the battery was depleting. Premature battery depletion was suspected. It was further noted that the shock impedance was slightly high at 140 ohms. Technical services (ts) was consulted and discussed possible reasons and options. A replacement procedure was performed. During the procedure the physician opted to re-tunnel the electrode with a new electrode. Subsequently the existing electrode was cut during explant and removed. It was noted there was no removal difficulty of the electrode, this physician chose to cut the electrode for his own comfort. The s-ICD was successfully explanted and successfully replaced. No additional adverse patient effects were reported. The device was returned for analysis.